Event description:
It was reported that after the lead was implanted a fluoroscopy revealed that the helix had retracted. The physician attempted to adjust the lead, but the helix continued to retract. The lead was subsequently explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.